Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced separation of connector and luer mating component. The following information was provided by the initial reporter: this is a report about separation of the spike needle and the connector component of c180. During administration of endoxan, the spike needle and the luer lock part of c180 was separated due to a component damage/breakage, which resulted in leakage (the patient and his/her caregiver were exposed to the anticancer agent).

Manufacturer narrative:
The contaminated spike connected to an infusion bag along with an injector attached to the connector was returned to our quality team for investigation. After proper decontamination of the device, the product was evaluated, confirming the connector disconnected from the spike. The spike was observed to be in good condition, however, it is noted there is no trace of the solvent used to weld the spike to the connector. A device history review was performed for reported lot 2107210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct problem, it was determined this incident was likely related to a failure in the dispenser that doses the solvent, resulting in the improper assembly of the connector onto the spike. CAPA 6001217 has been initiated to further investigate and prevent any reoccurrence of this issue.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced separation of connector and luer mating component. The following information was provided by the initial reporter: this is a report about separation of the spike needle and the connector component of c180. During administration of endoxan, the spike needle and the luer lock part of c180 was separated due to a component damage/breakage, which resulted in leakage (the patient and his/her caregiver were exposed to the anticancer agent).